Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was removing the gallbladder and the vessel was larger than usual. Initially, the clips would not remain on the vessel being ligated and were coming off. After the fourth unstable clip, he pulled the clip applier out of the abdomen and he fired it into the air. At this point, the clip just kept jumping out of the jaw and not closing at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition and with the floor damaged. Due to the returned condition of the damage floor, no further testing could be performed. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No conclusion could be reached as to what may have caused the damage at the floor.